Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet touchscreen became unresponsive, rendering the device nonfunctional and prompting a replacement after troubleshooting. Symptoms included no reported changes in blood glucose control. Outcomes included device replacement and counseling to maintain backup therapy due to compromised functionality and loss of water resistance. Investigation included remote troubleshooting and verification of shipping details, with instructions to sync data, shut down the device, and return the original unit and inspection of the returned device. Investigation of this device revealed a suspected hardware failure of the display/touch interface consistent with a screen malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction.